Event description:
Event was submitted by call report. It was reported that the clinician stated the arterial pressure (ap) & ECG waveforms had disappeared; no pressures displayed. He stated that they still had a heart rate and balloon pressure waveform (bpw), and that the pump was still pumping. The clinical on-call suggested checking ECG, ap, and intra-aortic balloon pump monitor connections. These were secure with no change. The clinical on call then suggested checking the transducer and ECG patches. He also suggested powering down the pump and restarting, but in light of losing signals once, it would be best to change consoles and have it checked by biomed. The clinician stated that registered nurse's were not allowed to change the consoles and he would have to contact perfusion. Follow up from the field service representative stated the hospital is under a "parts only" contract.

Manufacturer narrative:
Biomed checked out the pump, recycled power and everything worked okay.